Event description:
It was reported on (B)(6) 2022, a central venous catheter was inserted into the patient. The catheter vessel was the left brachial vein, the catheter depth was 42cm, and the catheter tip was located in the superior vena cava. After catheterization, the patients went to the PICC outpatient clinic of the hospital for maintenance on (B)(6) 2022, (B)(6) 2023, (B)(6), (B)(6), and (B)(6) , and the catheter function was normal. During maintenance on (B)(6), the catheter slipped 0.5cm outside and the length in the body was 41.5cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.